Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm513.7, -6.50/5.5/086 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to excessive vault. This resolved the problem. Reportedly, "patient will have prk treatment" due to "iris prolapse during removal of lens. Planned lens exchange was canceled.

Manufacturer narrative:
Additional information: h3: device evaluation- lens was returned dry in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Corrected data: b4- "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. B5- "problem was resolved." Should be corrected to "reporter stated all is fine." In the initial MDR. H6- patient code 3191- iris prolapse should be added in the initial MDR. Claim# (B)(4).